Event description:
It was reported that during a robotic laparoscopic sleeve procedure, the first firing the black reload with seam guard fired completely. The outer row of staples at the distal end of the reload did not form. Case completed with the staple line being over sewn. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60t cartridge (ex, ec60, long60a, pse60a, etc)? Ple60a. I did not get the lot number. We did not fill put the pi for the stapler because they used 2 staplers alternating & did not notice the issue w/ the first firing until they were done stapling. They fired each stapler 4x with no incident except the first firing (and only black reload).

Manufacturer narrative:
(B)(4). The analysis results showed that an ecr60t cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.